Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level in the 459-600 mg/dl range with an unknown cause. Bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level.